Event description:
A patient reportedly received a corneal burn during a routine phacoemulsification procedure. Unanticipated sutures were required to close the wound. The patient has recovered and is doing fine.